Manufacturer narrative:
A recent review of the complaint files initiated reconsideration towards reporting this information. A draeger service representative performed an evaluation of the device. A review of the device log and performance testing determined the reported symptoms was attributed to a faulty pneumatic controller pcb. The pcb was replaced, the device was functionally tested, and performed normally. The device was then returned to draeger medical for evaluation. Performance testing of the device was performed and the device performed normally.

Event description:
It was reported that: during a pre-use checkout of the ventilator, the therapist noted that upon powering on the device, the device posted a message, device failure, and continued to reboot. The therapist is requesting that the device be replaced, as he is concerned with the performance and reliability of the device.